Event description:
It was reported that the device was contaminated. Electrosurgical patient return electrodes were selected for use in a radio frequency ablation procedure for treatment of hepatocellular carcinoma. During the preliminary check of the prepared device, a black stain-like substance was observed on the return electrode, and there was concern about using the device on the patient; therefore, the device was discontinued, and a new device was prepared. The procedure was not completed due to another reason. No patient complications were reported.

Event description:
It was reported that the device was contaminated. Electrosurgical patient return electrodes were selected for use in a radio frequency ablation procedure for treatment of hepatocellular carcinoma. During the preliminary check of the prepared device, a black stain-like substance was observed on the return electrode, and there was concern about using the device on the patient; therefore, the device was discontinued, and a new device was prepared. The procedure was not completed due to another reason. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: upon checking the returned product, it was determined that the appearance abnormality (i.e., black stain) was partially defective due to aluminum foil corrosion of the electrode plate (conductive plate), which is a component of the counter electrode plate. Aluminum corrosion is a phenomenon in which moisture contained in the gel and chloride ions of the electrolyte component destroy the oxide film on the aluminum film, and aluminum is ionized and dissolved in the gel.